Manufacturer narrative:
A medtronic crossfunctional hardware team reviewed this event and found: this part was not returned. Although a specific cause of the reported incident was unconfirmed as the part was not returned to the manufacturer a hardware investigation into returned parts with similar reported malfunctions was completed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis.

Event description:
A site representative, engineer technical department, reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
(B)(4). Additional information: the suspect reference frame arm was discarded by the site and unavailable for evaluation. A replacement arm was sent to the site and the system was reported to be working.